Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician replaced the wiring harness and the driver power module to address the customer's reported issue. The frequency panel meter is now functional and the 7 year preventative maintenance was performed.

Event description:
It was reported to vyaire medical that there was no reading on the (B)(6) meter. There was no report of any patient involvement associated with this reported event.